Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 29, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the handpiece was broken, plunger rod bent, lens module broken at the hinge, and cartridge tip as damaged. Viscoelastic residue presented through the entire length of the cartridge. The lens module was inspected, and damage was identified however the damage appears to have occurred during disassembly. Also, the entire interior of the lens module presented with viscoelastic residue which could have contributed to the complaint event. The plunger rod was inspected, and the plunger rod tip was missing however the plunger rod advanced with no resistance. The lens was cleaned and presented with damage to the optic body and a tear. No further evaluation was performed. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the phacoemulsification surgery in which the preloaded intraocular lens (iol) was to be implanted, a defect in the iol was identified. When the doctor opened the box, it was noticed that the lens had a broken haptic. The identification was made at the time of injection because the lens came pre-assembled. No further information was provided.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted. Section e1: telephone number: (B)(6) section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.